Manufacturer narrative:
The manufacturer is attempting to acquire the pump for analysis; however, the device is still implanted at this time. Power to the pump has been disconnected. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 11 months post-implant, the patient was hospitalized for treatment of three different types of infection and potential thrombus formation in the pump. Additionally, the patient was diagnosed with lymphoma and was being treated with radio and chemotherapy. Chemotherapy was suspended due to treatment of the infections. The distributor was informed that the patient was sleeping and woken by red heart alarms. The pump had stopped. Connections were checked and the system controller was exchanged, with no resolution of the alarms. The patient was switched to battery support and the system controller was exchanged once more; however, the alarms persisted and the pump did not restart. A bolus of heparin was given to the patient and the pump was disconnected from power. The pump remains implanted at this time. The patient is stable without inotropes and a decision on his therapy will be decided by the hospital team.